Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. There was no non-conforming product found during sample analysis that was related to this issue. The cause could not be determined with the available information. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 11:14:22. During night drain cycle 21, the patient's ultrafiltration reading was 448ml, indicating the home patient drained 448ml more than their maximum programmed fill volume of 500ml.no additional information is available.